Event description:
It was reported that; while positioning the xia3 crosslink, a metal piece on top of the hex nut popped off. The dr had not yet used the hex nut driver to start tightening. Another crosslink was used and worked perfectly. Delay of a few seconds

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified material analysis and it was determined that the rivet head fractured in ductile overload mode, which was likely due to over-loosening of the locking bolt. No material or manufacturing defects were identified. Conclusion: the most likely cause of the reported event is an application of cantilever force during placement of the device.

Event description:
It was reported that; while positioning the xia3 crosslink, a metal piece on top of the hex nut popped off. The dr had not yet used the hex nut driver to start tightening. Another crosslink was used and worked perfectly. Delay of a few seconds